Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 rmt system, model # m-5830-01, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Soundstar eco catheter, model # m-5723-17, s/n: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a ventricular tachycardia ablation procedure with a thermocool sf smarttouch bi-directional catheter and suffered a thrombosis (requiring clot evacuation), coronary artery stenosis (requiring stent placement), and death. After ablation of the ventricular tachycardia, ECG changes consistent with left main coronary artery (lmca) occlusion occurred. Angiogram performed by the interventional cardiologist confirmed a significant clot. Clot was removed and two absorbing stents were placed. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Several hours after stent placement, the patient was transferred back to the catheterization lab for additional interventions. Interventions were unsuccessful and the patient expired. Physician was uncertain regarding the cause of death. It was noted that it was possibly related to ablation of the distal lmca or passing the catheter through the aortic valve. There is no autopsy report available. There were no issues reported with the catheter.

Manufacturer narrative:
(B)(4). It was reported that an (B)(6) female patient underwent a ventricular tachycardia ablation procedure with a thermocool sf smarttouch bi-directional catheter and suffered a thrombosis (requiring clot evacuation), coronary artery stenosis (requiring stent placement), and death. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root causes of the thrombosis, coronary artery stenosis and patient death remain unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.